Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Customer reports their omnipod 5 controller was hot to the touch and ended up burning their finger. It was also alleged that the controller started to smoke after taking too long to charge. The patient did not seek medical treatment due to this incident.

Manufacturer narrative:
Unable to determine relationship to res# (B)(4) due to no device identifier provided.